Event description:
It was reported that the device will not operate on dc power. There was no pt use involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was observed and the device was returned to the customer.